Event description:
Nurse informed sales rep that tip of the screwdriver got broken during operation. Part of the screwdriver tip is attached to the implanted screw.

Manufacturer narrative:
Based on investigation the failure of the blade (fractured tip) was caused by the action of too high torsional and bending forces. Indications for material or manufacturing related problems were not found in the investigation.